Event description:
According to the rptr, dr used duraseal xact in a transsphenoidal procedure. The pt developed an infection post-op. The pt was treated with antibiotics and recovered from the infection.

Manufacturer narrative:
Pt was treated with antibiotics and recovered from the infection. Bench top testing has shown that duraseal does not support microbial growth.